Event description:
Tlh bso - "following the procedure, they noticed that a small piece of silicon had come away from the tip of the grasper. On inspection, the tip has a white appearance rather than blue. The patient was checked and nothing untoward was found. It was reported straight away."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly and the device components met specifications. One of the jaws showed a higher degree of white on the edges of its pad; however, no material was missing. This is a cosmetic defect and does not affect the functionality or the usage of the product. During the manufacturing assembly process, applied medical graspers are functionally tested 100%. This document represents our final report.